Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. However, an on-site evaluation was performed by a fresenius field service technician (fst). To resolve the reported issue, the fst replaced the acid pump. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the reported failure mode. During the machine inspection, the fresenius fst identified burnt wires. Therefore, the complaint event was confirmed.

Event description:
A fresenius field service technician (fst) reported that a fresenius 2008t hemodialysis (hd) machine had an acid pump with a burned wire. The machine was initially pulled from service after experiencing low conductivity and the fst was called onsite for machine repair when the burned wire was noticed. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine has approximately 3,176 hours and the acid pump was the original fresenius part on the machine. The fst reported that there was no damage observed on any other components, or any other additional issues, associated with the burned wire on the acid pump. The fst replaced the acid pump, which resolved the issue. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The acid pump is available to be returned to the manufacturer for physical evaluation.